Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01093, software version #: 3.1.7 product ID: bi-500-01093, ubd: unknown, UDI#: unknown g02007: mvs computer g02008: software g2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. H3, h6: the returned computer was analyzed. The rep was unable to confirm the reported complaint. "Abnormal image." The mvs server passed a bench test. Os and system application 3.1.7 loaded successfully. Patient data was removed. The rep installed the mvs server in a test system. The system did not initialize. There was a system integrity error. The rep rebooted the system several times and the system readied. Motion, generator, communication and charging readied. There were intermittent system integrity issues. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when the fourth 3d image was taken, an abnormal image was displayed, in which the sequence of data seemed to be changed. The image that should have been at the bottom of the screen was displayed a the top of the screen. Images were able to be taken normally after this. There was no delay and no impact to the patient. The procedure was completed with continuous use of the imaging system.